Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 16x4.50 rebel stent was advanced to treat the lesion. However during advancement of the device through the guide catheter, friction was encountered. The device was removed from the catheter and it was then noticed that there was a bulge or deformation of the struts in the middle portion of the stent. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Returned product consisted of a rebel stent delivery system. The balloon was tightly folded. There were numerous hypotube kinks. The stent was microscopically examined and was found to the middle of the stent to be damaged with several struts bunched and bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 16x4.50 rebel stent was advanced to treat the lesion. However during advancement of the device through the guide catheter, friction was encountered. The device was removed from the catheter and it was then noticed that there was a bulge or deformation of the struts in the middle portion of the stent. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.